Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to aspirate and to deliver insulin/medication. The following information was provided by the initial reporter : the consumer reported needle clog during priming and stated that there was no insulin flow. Date of event: unknown. Samples: available.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to aspirate and to deliver insulin/medication. The following information was provided by the initial reporter : the consumer reported needle clog during priming and stated that there was no insulin flow. Date of event: unknown. Samples: available.